Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis on (B)(6) 2021. The customer stated that she did not quite understand how to work her insulin pump as she has dementia. She stated that she must have given herself too much insulin. She took the insulin pump off and started using her old insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
It was reported that customer experienced diabetic ketoacidosis on (B)(6) 2021.